Manufacturer narrative:
1. The customer returned a defective sample that had been used. 1-the sample shows: the sku is 383033, the batch code is 4109452, there is blood at the end of the septum, and the assembly of the septum is not abnormal. 2-the 800mm simulated clinical leakage test is performed on the sample, and the test results show that no leakage is found at the septum, and the pinhole of the septum is closed. Please see the attachment for photos. 2. DHR/bhr review lot#4109452 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was 198,000 ea. 2-review the in-process test reports and outgoing test reports, and all test results met the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 3. Due to similar complaints received from other batches of products, the plant conducted the 800mm simulated clinical leakage test on the retained samples of this batch, and found that a few samples leaked at the end of the septum after the needle tip was inserted into the test device, and the leakage stopped after the needle core was pulled out, and the pinhole of the septum was closed. In response to this defect, the plant has launched CAPA for tracking and investigation. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the production process, no similar complaints have been received from other hospitals regarding this batch of products. There is blood at the end of the septum of the returned sample. In response to the leakage at the septum, the plant has launched CAPA to trace and investigate its root cause.

Event description:
No additional informaiton provided.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at septum reported that after the puncture, it was found that the white stopper was leaking blood; the sample could not be returned and photos could not be provided; a green claim is required, as well as a complaint response letter and a complaint acceptance letter sales said: the family of the newborn belongs to the leadership of the food and drug administration, and the family has reported the matter to the food and drug administration and conducted a product quality sampling survey throughout the hospital. It is hoped that the company will pay attention to the situation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.